Manufacturer narrative:
Summary of evaluation: the broken screwdriver is an old version. The material of the screwdriver has been changed to improve the reliability and durability of the screwdriver.

Event description:
The tip of the screwdriver broke off during use. There was no adverse consequence for the pt.